Manufacturer narrative:
The sets were received as an unexpected return with an unknown issue although the customer stated they have samples that are leaking from previous complaints. Testing observed a leak at the engagement between each set's tubing and 4-way parallel connector components. The as-received samples were visually inspected for obvious damage such as incomplete bonding engagements, cracks, fractures, kinks, holes, and tears in the tubing and its components. Testing observed a leak at the engagement between each set's tubing and 4-way parallel connector components. Further inspection under magnification noted no issues with any of the tubing depths within the parallel connector. The root cause was identified as a sink condition in the parallel connector component (supplier issue).

Event description:
The set was received as an unexpected return with an unknown issue. Although the customer stated; "we have samples to send that are leaking from a previous complaints it is unknown what the product failure is on the unexpected set.